Manufacturer narrative:
Our distributor contacted the initial reporter seeking additional information about the patient. The initial reporter provided the patient's information, but no medical notes about the patient were provided. Our distributor has contacted the patient to request medical information via both email and phone call. However, the patient did not respond with any of these so no additional information was gathered. At the time of reporting, the lot number is unknown and the products are not made available for evaluation. The patient's current condition is unknown. Due to insufficient information available, no evaluation could be performed. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on aug. 12, 2019. Report number: mw5088546. The event description was: "incorrect lenses were illegally dispensed without required passive verification from hubblecontacts. Com (st shine daily contact lenses). The lens dispensed was hubble methafilcon a contact lenses in the incorrect material, power, diameter, and base curve. The lenses caused pt irritation and redness in his left eye. On examination the pt had a significant corneal complication (corneal infiltrates) and also had a significant case of gpc (giant papillary conjunctivitis) to his palpebral conjunctiva in the eyelids. The pt will require treatment and may be left with permanent corneal scarring. Diagnosis for use: astigmatism, myopia. (B)(4)."